Manufacturer narrative:
This product was kept by hospital pathology and is not expected to be returned. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to infection. No additional adverse events were reported.